Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a device breakage occurred. The physician was treating a stenosed lesion located in the internal carotid artery. During introduction of a 5.0x20/135 sterling balloon catheter "into the rotating valve, the stabilizer of the device broke without too much force". The procedure was completed with another of the same sterling balloon catheter. There were no reported patient complications. The patient is listed as doing "well". Additional information has been requested and is not available.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a device breakage occurred. The physician was treating a stenosed lesion located in the internal carotid artery. During introduction of a 5.0 x 20/135 sterling balloon catheter "into the rotating valve, the stabilizer of the device broke without too much force". The procedure was completed with another of the same sterling balloon catheter. There were no reported patient complications. The patient is listed as doing "well". Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis in one piece. A kink was found on the shaft located 1.5cm proximally from the guidewire exit notch. Visual and microscopic examination of the material surrounding the kink did not reveal any inherent deficiencies that would have contributed to the incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).